Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 40.0 mg/ml at 8.494 mg/day and bupivacaine 2.5mg/ml at 0.5309 mg/day via an implantable pump. The indication for use was ¿other pain indications¿. It was reported a motor stall occurred. The hcp tried to get the pump working again, and he was unable to achieve this goal. The pump had been stalled for ¿greater than four days¿ (from (B)(6) 2018). The hcp decided to replace the pump. The pump¿s estimated elective replacement indicator (eri) was 45 months. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the motor stall occurred on (B)(6) 2018. The issue was not resolved, so the pump was removed from the patient. The cause of the motor stall had not been determined.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.